Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: the implant broke after the release button was pressed, twice in succession. There are 2 x the threads torn out of the plastic plate. A third suture system could not be triggered. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) suture compromised/frayed during attempted insertion. The device manufacturer date is not known. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.